Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform distortion around leaflet 2, and commissure 2 bent. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 3 appeared to be thickened due to host tissue overgrowth. Leaflets 1 had a 4mm non-transmural tear near commissure 1, and leaflet 3 had a 2mm non- transmural tear near commissure 1. Serrated marking were observed on leaflets 2 and 3 near commissure 3. The wireform was exposed on commissure 2 and on the side of the valve near leaflet 2. Functional testing was not feasible due to condition of valve as received. H10. Additional manufacturer narrative: customer report of pannus and thickened leaflets was confirmed. Report of high gradient could not be confirmed through visual observations. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors and progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 21mm aortic valve was explanted after an implant duration of 2 (two) years and 4 (four) months due to pannus and high gradients (max/mean 61/35 mmhg). Per the operative report received, the pannus was observed on the lvot extending to the base of the leaflets which were noted as to be thickened and hypomobile. A mechanical non-edwards valve was implanted in replacement. The explanted valve was returned for evaluation.